Event description:
It was reported the pt was not able to adjust the stimulation. The device was in a power on reset (por) mode. An error message was displayed. Troubleshooting was done to clear the por condition for the programmer. The action resolved the issue.

Manufacturer narrative:
(B) (4).